Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 450 to 589 mg/dl. The cause of the high bg was unknown. The infusion set and cartridge were changed, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.